Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of a left carotid terminus aneurysm measuring 6mm x 6mm in size. During the pipeline procedure, it was reported that all three pipeline devices required balloon angioplasty to achieve full wall apposition (an option presented in the instructions for use). No injury was reported with the patient as a result of the procedure. Same event as MDR# 2029214-2013-00627 and 2029214-2013-00628.

Manufacturer narrative:
(B)(4).